Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
It was reported that patient had bilateral knees done on (B)(6) 2013. Left side was previously revised (B)(6). Right side revised on (B)(6) 2019. Insert had some unknown notches that surgeon would like examined. Also tibia came off with no cement on underside. Surgeon mentioned same thing happened on left side as it was revised. Surgeon has requested tibia and insert be sent back to be examined to see what could have been the cause. Sigma implant were revised. Depuy cement was used for primary surgery. Doi: (B)(6) 2013; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.